Event description:
This case was initially received via (B)(6) ((B)(4)) on 10-oct-2017. This spontaneous case was reported by a consumer and describes the occurrence of device breakage ("fragmentation"), embedded device ("pieces remained in the uterus") and polyarthritis ("polyarthritis") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), polyarthritis (seriousness criterion medically significant), adverse event ("adverse events nos") and complication of device removal ("pieces remained in the uterus"). The patient was treated with surgery. At the time of the report, the device breakage, embedded device, polyarthritis, adverse event and complication of device removal outcome was unknown. The reporter provided no causality assessment for adverse event, complication of device removal, device breakage, embedded device and polyarthritis with essure. The reporter commented: the patient underwent a first surgery in (B)(6) 2017 and a second one was planned in (B)(6) 2018 as pieces remained in the uterus. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 13-oct-2017 for the following meddra preferred terms: device breakage. The analysis in the global safety database revealed 1.800 cases. Embedded device. The analysis in the global safety database revealed 387 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt's. Further company follow-up with the regulatory authority is not possible. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.